Manufacturer narrative:
Device manufactured between march 15, 2019 to march 16, 2019. The device was received for evaluation. A visual inspection was performed and there were no obvious defects observed; however, a closer examination noted floating particulate matter (pm) inside the fluid pathway of the returned device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic shavings were observed on the distal parts of three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during preparation. There was no patient involvement. No additional information is available.